Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, there was a mechanical failure. The lens entered or touched the patient eye and a second lens was used. The exchanged lens was same as the implanted lens. Additional information was received and stated, there was no patient harm. Additional information was received and stated, the patient did not had iol exchange. There was an issue with the original lens and it was replaced in the initial procedure. The exact mechanical issue was unknown.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, there was a mechanical failure. The lens entered or touched the patient eye and a second lens was used. The exchanged lens was same as the implanted lens. Additional information was received and stated, there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).